Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he received "hi" (blood glucose of 500 mg/dl or greater) on the adc freestyle libre sensor. On (B)(6) 2019, the customer "could not feel anything", ¿doesn¿t remember falling to the ground¿ and lost consciousness. Paramedics arrived and obtained a reading under 20 mg/dl on their meter. Customer was diagnosed with hypoglycemia and treated with an IV and unspecified "gel". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported he received "hi" (blood glucose of 500 mg/dl or greater) on the adc freestyle libre sensor. On (B)(6) 2019, the customer "could not feel anything", ¿doesn¿t remember falling to the ground¿ and lost consciousness. Paramedics arrived and obtained a reading under 20 mg/dl on their meter. Customer was diagnosed with hypoglycemia and treated with an IV and unspecified "gel". There was no report of death or permanent injury associated with this event.